Manufacturer narrative:
The reported event could not be confirmed since the returned device was found to be functional and conforming to specifications. The device inspection revealed the following: the returned target device shows normal signs of usage with no apparent deformation or damage visible anywhere but just a few scratches & slight worn off surface. The device appeared to be in good condition. A pre-surgical functional test was performed with the returned target device and other sample instruments like sleeves, guide wire, drill & nail. Upon inspection, it was found that the functionality of the target device was given. The drill and guide wire could pass through all the possible targeting options without any issue; hence the alleged issue could not be confirmed. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the above investigation, the exact cause of the alleged issue, why it occurred could not be confirmed or reproduced. The device was found functional, hence the issue is deemed to be user related. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "the t2 alpha gt targeter cause the lag screw reamer to miss the jig and nail. It cause the reamer to kick anterior and miss the nail. We had to re-drill and push the jig anterior to make the drill go posterior to get the lag screw drill through the sleeves and into the nail this failure in the jig caused the surgeon to create an extra hole in the patient femur as the reamer and screw missed completely anterior to nail".

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "the t2 alpha gt targeter cause the lag screw reamer to miss the jig and nail. It cause the reamer to kick anterior and miss the nail. We had to re-drill and push the jig anterior to make the drill go posterior to get the lag screw drill through the sleeves and into the nail this failure in the jig caused the surgeon to create an extra hole in the patient femur as the reamer and screw missed completely anterior to nail".